Manufacturer narrative:
Correction record updated to h6, h7 and h9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger will not charge anymore because the battery lights are scrolling. The issue was not resolved through troubleshooting. An email was sent to the repair department. No symptoms reported.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was the wireless recharger will not charge anymore because the battery lights are scrolling. The issue was not resolved through troubleshooting. An email was sent to the repair department. No symptoms reported.

Manufacturer narrative:
Analysis of wr9200 (serial# (B)(6)) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.